Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump fell and the touch screen was shattered and unresponsive. Reportedly, the customer was unable to interact with the pump. The customer's blood glucose level was 300 mg/dl and was addressed with insulin pens. The customer confirmed that an alternate method of insulin delivery was available.